Event description:
It was reported the customer received a compromised force sensor system alarm. Customer's blood glucose was 218 mg/dl. Troubleshooting found the customer's drive support cap appeared to be normal. Customer stated they were unable to prime their insulin pump due to the alarm. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.